Manufacturer narrative:
The implantation date is unknown. The implantation dates provided are (B)(6) 2007 and (B)(6) 2012. However, it was not specified on which date the device was implanted.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on an unknown date. The implantation dates provided are (B)(6) 2007 and (B)(6) 2012. However, it was not specified on which date the device was implanted. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.